Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft detachment occurred. The 80% stenosed target lesion was located in the mildly tortuous left anterior descending (lad) artery. An icross was used to view the lesion. During the procedure, the catheter shaft was separated during the imaging pullback sequence. All aspects of the catheter were retrieved from the patient and the procedure was completed with another 6f icross imaging catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original box. Visual inspection was observed and noted that the male telescope detached from the hub, near the strain relief section. The strain relief was removed and found evidence of the adhesive used to bond the telescope against the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a shaft detachment occurred. The 80% stenosed target lesion was located in the mildly tortuous left anterior descending (lad) artery. An icross¿ was used to view the lesion. During the procedure, the catheter shaft was separated during the imaging pullback sequence. All aspects of the catheter were retrieved from the patient and the procedure was completed with another 6f icross¿ imaging catheter. No patient complications were reported.